Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during endovascular coil embolization, a 14 mm × 40 cm axium coil demonstrated stretching while repositioning the final segment (approximately 5¿10 cm). The coil subsequently detached prematurely within the sl-10 microcatheter. Following detachment, a portion of the coil prolapsed outside the aneurysm sac into the left internal carotid artery (ica) and proximal middle cerebral artery (mca), forming loops within the parent vessel. Attempts to reposition the coil via the existing microcatheter were unsuccessful. A phenom 21 microcatheter was advanced into the mca, a 3 mm × 20 mm solitaire fr stent retriever was deployed to engage and straighten the prolapsed coil, the coil was successfully remodeled and aligned along the vessel lumen, restoring satisfactory vessel configuration however could not be positioned within the aneurysm. The implant coil was stretched. There was no friction or difficulty during testing or delivery. There was continuous flush administered during the procedure. No patient symptoms or further complications were reported as a result of this event. It was noted the patient's blood flow was normal and vessel tortuosity was normal.